Event description:
Was in process of placing foley and setting up kit. Only 2 betadine swabs were present instead of the 3, and one was turned facing the wrong way. Kit was not used, and new kit obtained which had correct number of swabs.